Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a pacemaker implant after hospital admission for a myocardial infarction with sinus node d ysfunction. Two days later, the patient suffered pulseless electrical activity arrest. A full code with cardiopulmonary resuscitation and chest compressions were performed. The patient was intubated post code, and a device check showed all measurements were within normal limits. The following day, it was noted that right atrial (ra) and right ventricular (rv) lead thresholds were high, and they continued to rise. The physician indicated that the rising lead thresholds were likely a result of the chest compressions performed during the code. Reprogramming was performed to increase lead outputs. Chest x-rays were reviewed, and there were no significant changes in lead position observed. A few days later, the patient was transitioned to comfort care, and the patient passed away shortly after.